Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a radical resection of esophageal cancer via left thoracic esophagus surgery on (B)(6) 2016 and suture was used. During the procedure, the needle broke into two parts during sewing esophagus. The breakage location is about 2/3 of the needle in relation to the tip, but one broken piece was not found. X-ray was performed to help checking for broken piece but failed. It was also reported that it could not be confirmed where the broken piece. Currently, the patient is still in a hospital for further observation. Additional information has been requested.

Manufacturer narrative:
The actual sample was received for evaluation. A fracture was observed in the body of the needle. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.